Event description:
The physician successfully implanted, by direct stenting, a 3.0mm diameter x 15mm length endeavor rapid exchange (rx) drug-eluting stent at cass#2. Approximately 2 weeks post index procedure infectious enteritis was observed. Approximately 5 weeks post index procedure the patient was hospitalized. It was reported that the patient suffered a gastrointestinal bleed. A gastrofiberscopy was performed which showed a tumor. The account stated that there was no relationship between the event and the study device.

Manufacturer narrative:
(B)(4). Results - patient suffered from infectious enteritis; lesion not pre-dilated. Conclusions: device not suspected to be a contributory cause.